Event description:
The patient's mother called animas because her daughter had elevated blood glucose levels that caused her to end up in the hospital. Her diagnosis was hyperglycemia and the hospital staff treated her with IV fluids. The patient was apparently delirious at a time and could not find needles to administer insulin subcutaneously through a syringe. She then found a needle used to draw up insulin into her cartridge and attempted to administer insulin into her leg by using that needle. When she tested with her meter prior to arriving at the hospital her blood glucose level was reportedly "hi" on the meter. At the hospital emergency room the patient's blood glucose reading was reportedly 283 mg/dl. The reporter was not with the patient during a follow up call placed by animas and the pump was not in hand to troubleshoot. She states the patient was sleeping and was wearing the pump. After changing the cartridge and infusion set she believes everything is working correctly. Animas was unable to reach the reporter again after attempts to follow up. This complaint is being reported as there was no troubleshooting that could be performed and it is uncertain how the patient experienced elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/05/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.